Manufacturer narrative:
Our investigation has confirmed the customer report with clarification. We confirmed the soft reset at cold start when pressing the wave 2 soft key within a few seconds of the power up sequence on rare occasions. The customer did confirm the device performed a soft reset and recovered within a few seconds. It was concluded the identified anomaly presents with low risk as it only occurs during power up (cold start) under specific circumstances and recovers within a few seconds without user intervention. The soft reset does not impede the operation of the device. The device passed all final system level tests and is recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.